Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived on site to address the reported event. First, fse confirmed the leak near the port branch assembly. Further inspection of the device noted pin holes on the tubing of the wash and diluent lines. Fse trimmed the tubing lines to remove the pin holes and reseated the lines. Fse was subsequently able to perform multiple prime wash and diluent actions, run daily check, and quality control (qc) without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from (B)(6) 2017 through aware date 10dec2018. There were no similar complaints identified during the search period. The aia-360 operator's manual, safety precautions was reviewed. Preventing leakage of fluids leakages of assay solutions and wash solutions are potential sources of corrosion, electrical shock or even fire. When fluid leakage is discovered, immediately shut down system operation and remove the power plug. It is recommended that proper protective wear (goggles, gloves, masks etc.) Be worn at all times when cleaning up the leakage and inspecting and repairing the tubing connections that may be the source of the leak. Should the system continue to leak, contact the nearest tosoh service counter. The most probable cause of the reported event was due to pin holes on the outer tubing for the wash and diluent lines near the port branch.

Event description:
It was reported that the customer experienced a leak by the port branch assembly of their aia-360 analyzer. The customer cleaned up the area of the leak, but it persisted. The customer did not know which side of the assembly the fluid was coming from. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.